Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ICD replacement procedure due to normal eri, automatic mode switch episodes were observed due to noise on the atrial channel. The atrial lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences.